Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 9 cm abdominal aortic aneurysm. The aortic neck was angulated, 21-23 mm in diameter, and 10 mm in length. Vessels were tortuous but non-calcified. During the implantation of the endurant bifurcated graft, the x-ray technician changed the magnification of the c-arm imaging during the graft deployment; this caused the bifurcated stent graft to be implanted below its landing zone, resulting in a proximal type I endoleak. An endurant extension cuff was placed proximally to correct for the inaccurately-delivered stent graft and the endoleak was resolved. At the same case during the prepping of the endurant contralateral limb device, it was difficult to flush the device. (Ref MFR# 2953200-2011-00308) an attempt was made to pass a guidewire through the device; however, the wire was getting stuck at the nose cone. The wire was able to push out an amorphous, yellowish, tacky foreign material which had a size less than the diameter of the guidewire (0.035 inch) from the lumen. The physician decided to still use the device in the case and the contralateral iliac limb was deployed without issues. The contralateral limb delivery system as well as the foreign material was discarded. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: stent graft misplacement, endoleak. Inadvertent change of the magnification of the c-arm. Evaluation, conclusion: inadvertent change of the magnification of the c-arm.